Manufacturer narrative:
Complaint conclusion: as reported, the physician felt resistance when inserting the tip of the 6f-7f mynxgrip vascular closure device (vcd) and failed to deploy the sealant. Hemostasis was achieved by manual compression of less than 30 minutes. There was no reported patient injury. The device was used in an interventional peripheral procedure using a retrograde approach. The deployer was mynx certified. A 7f non cordis sheath introducer was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Stick location was right above the femoral head. There was mild vessel tortuosity and mild presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. There was no significant resistance when shuttling down and no unusual force applied when retracting the sheath. The advancer tube was not engaged or visible. The sheath was not kinked or bent. Other procedural details were requested but are unknown, unavailable, or not applicable. A non-sterile mynxgrip vascular closure device 6f-7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle, and the syringe was observed to have been connected to the device with the stopcock open as receive. The procedure sheath, sealant and advancer tube were not returned with the device. It was noted that the sealant outer sleeve was fully pushed back against the green shuttle hub. The condition of the returned device is like a complete removal of the device. The device was inspected for anomalies which may have contributed to the reported incident. No anomalies were observed. The sealant and advancer tube of the returned device were not returned; therefore, a complete investigation could not be conducted. The distance between the proximal and distal tamp locks were measured and noted to be within specification. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A product history record (phr) review of lot f2009801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy-advancer tube¿ was not confirmed since the device was received with the sealant and advancer tube deployed and not returned. It could not be conclusively determined why the shuttle down step (failure to deploy) could not be completed. Based on the information available for review and the product investigation, it is not possible to determine what factors may have contributed to the issue reported as the device shows a proper complete removal. However, it is possible that it was caused by an incomplete engagement of the advancer tube during the procedure since no other anomalies were noted. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2009801 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt

Event description:
As reported, the physician felt resistance when inserting the tip of the 6f-7f mynxgrip vascular closure device (vcd), and failed to deploy the sealant. Hemostasis was achieved by manual compression of less than 30 minutes. There was no reported patient injury. The device was used in an interventional peripheral procedure using a retrograde approach. The deployer was mynx certified. A 7f non cordis sheath introducer was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Stick location was right above the femoral head. There was mild vessel tortuosity, and mild presence of pvd / calcium in the vicinity of the puncture site. There was no significant resistance when shuttling down, and no unusual force applied when retracting the sheath. The advancer tube was not engaged or visible. The sheath was not kinked, or bent. Other procedural details were requested but are unknown, unavailable, or not applicable. The device will be returned for evaluation.